Manufacturer narrative:
The device was evaluated by olympus and the customer¿s allegation was confirmed. The poor flow was due to the nozzle being obstructed by surgical glue. In addition, the switch button # 1 was scratched and had failed during inspection, the channel tube was leaking and the angulation was slightly heavy. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the air/water function on the evis lucera elite colonovideoscope was poor. The field service engineer (fse) obtained clarification on the customer¿s allegation. The air/water feeding was not good, which was found during cleaning after use. During use of the subject device, no abnormality was observed, however, the nozzle had touched surgical glue in the case, which had caused it to clog. The intended procedure that was to follow the reprocessing, was an enteroscopy case, it was completed with a similar device and had not been delayed more than 15 minutes. The customer uses the mh-946 manual cleaning and there were no scratches found on the mounting part. For automated endoscope reprocessor (aer) treatment, the customer uses a non-olympus. The nozzle was last replaced in july 2021. There was no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the reported cause is likely due to injected medical adhesive via the endo therapy accessories during the procedure or, medical adhesive adhering to the a/w nozzle. It is also likely that mishandling of the accessories, medical glue adhered to the distal end while withdrawing the accessories the event can be detected/prevented by following the instructions for use which state: operation manual_ preparation and inspection, inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Operation manual_ inspection of the endoscopic system: inspection of the air-feeding function; inspection of the objective lens cleaning function. The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU. Operation manual_ using endotherapy accessories_ withdrawal of endotherapy accessories warning: do not withdraw the endotherapy accessory if the tip is open or extended from its sheath; patient injury, bleeding, perforation, and/or endoscope damage may occur. Olympus will continue to monitor field performance for this device.